Event description:
Additional information received reported the device had to be taken out right away. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient had a second implantable neurostimulator (ins) implanted the surgery didn¿t¿ go well. When they brought the patient ¿out¿ to test the device, which according to her was implanted in her skull, the patient was having trouble with her airway. She was kept awake while implanting the lead occipital and that ¿hurt so bad.¿ additional information was received indicating that the device had never really worked since implant, (B)(6) 2015. The patient never had therapeutic effect. The one at t8 was not keeping pain under control enough to warrant having the device. The patient had t8 device turned up to 5.0, the patient got two opinions from their manufacturer representative and was told that they could change the pulse. The frequency was high and made the body contort to one side and held it, there like sticking a finger into electricity. The patient had issues with the tens unit where it would shock the patient experienced a shocking sensation the last weekend of (B)(6) 2015, the surgeons and pain management doctor were made aware of this. The patient had swelling in shoulder area since (B)(6) 2015. There was a broken blood vessel (B)(6) 2015. The device was not working. The system was not working as they hoped. The device in the head was installed on the (B)(6) and had severe headaches everyday all day in frontal lobe. The patient did a trial on one side which was right side, a month later did install and took the headaches away but much more sharper feeling than trial. The patient broke a blood vessel, felt it pop and heard a pop. It was as painful as they were jamming through skin and along a nerve. It was very painful so there was instant bruising and blood filling up underneath the skin behind the ear pretty much like getting smacked hard in the head. The patient cried uncontrollably and put the patient out. The patient remembered crying and could not catch breath. The patient had waited 10-12 weeks, and visually it did not look infected, no running fever, tender to the touch. There was swelling left side of the neck, one muscle to shoulder from neck was big swollen hard knot, and in front of that the shoulder muscle as it slopped down towards the collar bone which was on the left side and not the right. The patient was taking relaxer pain pills doing everything they said to do, just not working and had it shut off for 48 hours and felt better with it off than do with stinging and burning with it turned on. If they looked up and to the left grabbed to where the head pull backwards because contracting muscles so had and pulled the head so hard that they could not turn up high. The had one in the skull ruining about at 0.3v and could not lay on the back of the head when sleeping. There was a failed back surgery in ¿cpine¿ there was failed back surgery. The patient had swelling in shoulder area on the left side, they were unsure if they put loop and ran down the shoulder and down let side and put in flank area. They had been swollen the whole time (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97714; serial# (B)(4); implanted: (B)(6) 2014; product type: implantable neurostimulator. Product ID 97754; serial# (B)(4); product type: recharger. Product ID: 977a290; serial# (B)(4); implanted: (B)(6) 2015; product type lead product ID 977a290; serial# va0s0p1007 implanted: (B)(6) 2015-04-13; product type: lead. Product ID: 97740; serial# (B)(4); product type: programmer, patient product ID 97754; serial# (B)(4); product type recharger .product ID 977a260; serial# (B)(4); implanted: (B)(6) 2014; product type: lead. Product ID 977a290; serial# (B)(4); implanted: (B)(6) 2014; product type lead. Product ID 97740 ; serial# (B)(4); product type: programmer, patient product ID 977a290 serial# (B)(4) implanted: (B)(6) 2015; product type lead. Product ID 977a290 serial# (B)(4); implanted: (B)(6) 2015; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had two inss was put in and one was on the occipital nerve. They stated that their occipital ins was put in for their headaches. They explained that they had a neck surgery before they were implanted and that they had headaches. After they were implanted, it was reported that the ins was causing really bad pain. The patient stated, ¿it exacerbated so bad that they could not even function anymore¿. The patient stated that after they were implanted they were waiting for their incision pain to go away. When they went back to their healthcare provider for their two week follow-up their headaches were ¿way bad¿. It was also reported that the occipital ins damaged on side of their nerve. They reported that they took the occipital ins out right away, within 2.5 weeks of being implanted. Patient services tried to clarify which of their inss was the occipital ins as it was reported that the patient was confused with dates. The patient stated that it was put in probably 3.5 years ago. They stated that they first had a spinal ins put in at t2 and then another ins was put in on their occipital nerve. They then stated that their occipital ins was installed on (B)(6) 2014 (which our records show was the date of their first implant), but again they stated that their spinal ins was implanted first. The patient finalized the date of their occipital ins implant as being on (B)(6) 2017, however it was reported that the patient was confused and stated that they did not know when it was put in. Our records indicate and align with the ins implanted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Coding updated to current standard per work instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the device was explanted on (B)(6) 2015, and that the patients weight was (B)(6).